Manufacturer narrative:
(B)(4). Date sent: 1/30/2025. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the cartridge fall into the patient? Did retrieval alter the procedure in any way? If yes, please explain. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy the reload did not fit properly into the stapler jaw. The scrub nurse tried to insert the reload into the jaw, but then when the surgeon tried to position it with the tissue between the jaws the reload fell out. There were no patient consequences.